Event description:
Customer reported having a piece of tape fall into a patient, and it could not be removed. Customer requested information on possible complications the patient may experience, and if the materials were toxic.